Event description:
An unk size endeavor rx drug-eluting coronary stent was implanted into a pt to treat lesion described as complex and difficult to treat. No issues were reported during deployment, therefore, the device performed according to specification. During follow up, loss of hepatic function was observed post-implant; however, the pt was discharged. The pt was found at home unconscious and was taken to the hospital by ambulance. ECG confirmed flat wave during transport. The pt was confirmed dead at the hospital. It is unk what antiplatelet medication the pt was taking. The physician confirmed that the pt's death is not related to the endeavor rx drug-eluting coronary stent system.

Manufacturer narrative:
Eval results: death. Conclusion: no issues reported during deployment of the endeavor rx drug-eluting coronary stent.